Manufacturer narrative:
H6. Corrected investigation conclusions, initial report: inadvertently used the wrong code instead of d14.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was having increased seizures and went to the hospital for testing. When trying to get an MRI, the hospital fellow did not know how to disable the generator and another physician disabled the device. The patient then had a seizure almost immediately after disablement. After the MRI, the original fellow re-enabled therapy and the generator was not interrogated again prior to leaving the hospital. Since device re-enablement, the patient has had even more increased seizures. No other relevant information has been received to date.